Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument fractured during a procedure. The instrument and a mating instrument were stuck together and would not disassemble. The technician used a screwdriver to separate the devices when one of them fractured. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical devices: unknown tasp top, catalog#, ni lot#: ni; unknown shim catalog#, ni lot#: ni.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and visual inspection of the returned part exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post, all pieces returned. Dimensional examination indicates that the device conforms to the measurable print specifications. Review of the device history records identified no deviations or anomalies. Root cause of fracture is parts being separated with a screwdriver but the cause of parts getting stuck cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.